Manufacturer narrative:
UDI - (B)(4). Product was received for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the front frame was found to be defective and was replaced. The output values of the device for to the required specification. Functional and safety check was also performed. Therefore, the complaint was confirmed. The root cause is most likely to be iic-bus-communication error to front board. Once the front frame was replaced, the generator passed the required device specifications.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports: other mfg report number 1226348-2020-00249. A facility reported the generator power reading and measuring do not match. Reporters narrative: ¿if the power settings for the bipolar are supposed to be the actual power output in watts both our units do not match the set power readings with the measured power output in watts using the correct load settings. The set power output for the monopolar side of the unit do correspond to the measured output power readings in watts. From what the statement indicates this should be the case with both the bipolar as well as the monopolar sides of the diathermy units.¿ product in contact with the patient, no patient injury reported and the event did not led to surgical delay.